Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with two implantable neurostimulators (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported never experiencing therapeutic effect. It was reported that the patient's implants did not seem to be working proficiently. The patient confirmed that was the case since they got the two implants and they had been adjusting the settings every 6 weeks with their health care professional (hcp). The patient mentioned that they were talking to their hcp and the hcp recommended that they call the manufacturer to get assistance with increasing the stimulation for both the implants. Troubleshooting options were reviewed and the patient reported feeling the stimulation in the correct area. The patient was instructed to increase the amplitude using the patient programmer (pp). It was stated that when the patient initially attempted to connect, the patient saw a "number three, with an arrow pointing towards a device, and marks on the top". The patient was instructed to readjust the antenna and attempted to sync again. The patient confirmed they were successful with connecting and reported that for the left side, they were on program 3, 2.4v and the device was on. Expectations were reviewed and the patient reported "my experience with this thing is, the doctor has always made the adjustments in the past, and when he is doing it it's like oh this is so uncomfortable, but within 20 minutes you forget it". The patient also noted that when they stood up, they could not feel the stimulation so they increased the stimulation to 3.3v. The patient confirmed that they felt the stimulation in their pelvic floor and it was comfortable. The patient got out their other pp to adjust their device on the right side. The patient attempted to connect but reported a blank screen. The patient to ok the batteries out of the other programmer and put them into their current programmer but reported seeing a change your pp battery screen. The patient got brand new alkaline batteries and was able to successfully connect the pp with the implant on the right side. The patient reported that the implant was on program 4, 1.0v and was on. The patient adjusted the stimulation to 1.5v and confirmed that the stimulation was comfortable. No further complications were indicated.